Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this camera head had exhibited milky image during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "milky image despite multiple lens changes" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water-tightness of cable unit is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the "water tightness loss of cable unit" led to the malfunction which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.